Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a pen ndl 31ga 8mm 14bag 700cas jp was damaged and would not detatch during use. The following was reported by the initial reporter: "this is a report about a broken needle npe. A hospital nurse gave an injection of insulin (lantus xr) to a patient and removed the pen needle from the pen with a remover after injection. At the time when the next dose was given, another nurse found a piece of the pen needle left onto the pen."

Event description:
It was reported that a pen ndl 31ga 8mm 14bag 700cas jp was damaged and would not detatch during use. The following was reported by the initial reporter: "this is a report about a broken needle npe. A hospital nurse gave an injection of insulin (lantus xr) to a patient and removed the pen needle from the pen with a remover after injection. At the time when the next dose was given, another nurse found a piece of the pen needle left onto the pen."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/8/2020 h.6. Investigation: one insulin pen was returned. Visual examination was carried out on the returned insulin pen and a broken cannula in the septum of the pen was observed. No DHR review can be carried out as lot number is unknown. Based on the sample returned this cannot be confirmed to be manufacturing related. See h.10.